Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had a cracked reservoir tube lip and minor scratches on display window noted during visual inspection.

Event description:
It was reported that the insulin pump frequently had no or intermittent button response. Customer's blood glucose reading at the time of the call was 10.9 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.